Event description:
A cryoablation procedure was performed on (B)(6), 2011 using the arctic front catheter. On (B)(6), 2011, the patient had mild hemoptysis. The patient is doing well and was discharged from the hospital on (B)(6), 2011.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.